Manufacturer narrative:
(B)(4).

Event description:
The product(s) was received and during incoming/labeling operation found the following defect. Details of the defect is cracked. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. There was a photograph submitted. The photo showed what appears to be the sleeve of a trocar. In the picture, a vertical line can be observed between the rough and the clear part of the sleeve. No conclusion can be reach on what could have caused the reported event. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition and inside its sterile package. The device was visually inspected and a line was observed on the sleeve of the device. Inspection under magnification indicated that the "line" is over the parting line of the sleeve. Also, bubbles were observed on the surface of the device. The device was functionally tested for leaks, and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition and inside its sterile package. The device was visually inspected and a line was observed on the sleeve of the device. Inspection under magnification indicated that the "line" is over the parting line of the sleeve. Also, bubbles were observed on the surface of the device. The device was functionally tested for leaks, and no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.